Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the sheath did not separate completely during removal was confirmed. The customer returned one half of a peel away sheath. Visual examination revealed that the sheath body was torn in half along both score lines except at the tip where the entire tip remained connected to half of the sheath body. Microscopic examination revealed that the sheath is torn along one score line completely through the attached tip. The other score line is torn down to 4 mm from the tip edge where the tear begins to go horizontal. The horizontal tear was not completed so the tip remained attached to the sheath. In addition, microscopic examination revealed that the tip was flared out and pushed back which can occur during insertion. The sheath body length was measured 4.02" in length which meets with the length specification per peel away sheath graphic (length: 3.875"- 4.125"). Manufacturing reviewed this complaint and did not find any manufacturing defects. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this complaint could not be determined based on the information provided and with an incomplete sample returned. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) male patient. During removal of the peel-away sheath it did not split completely to the end. The tip was still "grabbing" the catheter and then one side detached from the sheath. When the sheath broke it was outside the patient. They were able to grab it and remove it. The PICC was left in place and used successfully. There was no patient death or complications reported.